Manufacturer narrative:
B3. Date of event: actual event date is unknown. G2. Report source: corrected. There was no device available for analysis, therefore, no physical or visual analysis of the product could be performed. The reported patient clinical observations are known risks associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient had a medical history of benign prostatic hypertrophy (bph) with obstructive lower urinary tract symptoms (urinary urgency, frequency, severe hesitancy and weak stream), treatment of bph with various medications with resulting increased dizziness/orthostasis, and prostate nodule. On (B)(6) 2017 the patient underwent a photoselective vaporization procedure of the prostate for the preoperative diagnosis of benign prostatic hypertrophy with obstruction. He was administered with levaquin 500 mg and then with general anesthesia prior to start of the procedure. There was some narrowing of the bulbar urethra, though this was able to accommodate the rectoscope with gentle application of pressure under direct visualization. The bladder mucosa was noted to be normal in appearance, though there was moderate trabeculation. The console power was 180 watts. Upon vaporization of the left apical tissue, there was an area that seemed to cause a lot of reflection of the laser with no adequate vaporization at this area. After complete vaporization around that spot, it seemed to isolate an approximately 8-10 mm, round, smooth nodule again located in the left apex. The physician passed the laser fiber between the nodule and the capsular wall and initiated laser vaporization, but this did cause fracture of the laser fiber with the metal cap coming off. The intact cap was able to be extracted from the patient body. The procedure was completed with transurethral resection of the prostate (turp) without patient complications. The patient performed a follow up with the physician 4 days post procedure. Following the procedure, the patient had been experiencing pressure in the right lower quadrant, decreased appetite, frequent hiccupping, intermittent fever and incontinent of urine. Per physician, the patient symptoms were as expected from a postop perspective. The physician did draw blood work and mentioned possibly ordering an ultrasound. The patient performed a follow up with the physician assistant 6 days post procedure. The patient symptoms had been worsening. He had worsening pain, dizziness with standing, nausea, urinary incontinence, and blood in urine. The patient had a slight increase in white blood cells count and a significant increase in creatinine. His blood urea nitrogen (bun) was elevated. Urinalysis had a large number of red blood cells and was positive for nitrates. The patient was hospitalized 6 days post procedure for hydration and a foley catheter was placed so that the bladder would empty appropriately. The ultrasound of the bladder and kidneys revealed mild bilateral hydronephrosis. Based on the ultrasound findings, urology recommended a computed tomography (CT) scan of the abdomen. CT scan was performed 7 days post procedure and showed an apparent retroperitoneal urinoma with dilation of the proximal right ureter and collecting system. The following day, a stent was placed in the right ureter of the patient. It was indicated that the elevated creatinine was due to obstructive uropathy. Once the stent was placed, creatinine normalized. Regarding the urinoma, how this occurred was not entirely clear. Afterwards, the patient markedly improved. Cipro was recommended for 2 weeks to treat elevated white blood cells count. The patient was discharged 3 days post hospitalization with improving condition. The discharge summary notes the primary diagnoses as hydroureter, acute kidney injury, obstructive and urinoma. Secondary diagnosis included chronic kidney disease stage iii, peripheral neuropathy, osteoarthritis, diverticulosis, degenerative disk disease with chronic lumbar and thoracic pain, snoring with borderline sleep apnea, and asthma. The patient was recommended to follow up after 1-2 weeks of discharge to have the stent removed. Reportedly, it was noted that the patient suffered internal damage, significant pain, rendered permanently incontinent, impotent and permanent damages. No further information was provided. Additional information was received which informed the following: on (B)(6) 2017, the patient presented with malaise, abdominal pain, hiccups, chills, nausea, anorexia, and mid back pain from being sedentary after the procedure. Exam revealed mild diffuse abdominal tenderness, mild edema of the urethral meatus, and diaphoresis. The foley catheter had been removed that morning and there was no evidence of urinary retention. It was noted that the patient was not progressing as expected and it was considered that his abrupt discontinuation of cymbalta postoperatively may be related to some of his symptoms. The patient was instructed to restart cymbalta immediately. Urinalysis +/- culture, bloodwork, and renal ultrasound were planned. On (B)(6) 2017, the patient was evaluated in the emergency room (ER) for pressure in the right lower quadrant, decreased appetite, and frequent hiccupping. The patient also experienced dizziness with standing, nausea and hematuria. Exam revealed diminished bowel sounds and pain upon palpation of the right lower quadrant. Bladder scan showed 325 ml of urine and 300 ml after voiding indicating urinary retention. Lab work revealed increased white count, significant increase in creatinine compared to pre-surgery, and increased blood urea nitrogen (bun). Urinalysis showed a large number of red blood cells and was positive for nitrates, however there were no white blood cells. Chest x-ray did not reveal an infiltrate. Abdominal x-ray showed a lot of stool in the colon as well as a lot of gas but no abnormal gas pattern. Ultrasound of the bladder and kidneys revealed mild bilateral hydronephrosis. The patient was admitted for hydration, a foley catheter, and was started on cipro. The final impression was urinary retention, bilateral hydronephrosis, leukocytosis, turp, and acute renal failure syndrome. Additional testing while admitted showed small pleural effusion within unknown etiology. A computerized tomography (CT) scan showed mild right hydronephrosis with a fluid collection tracking along the right ureter on the right retroperitoneum. On (B)(6) 2017, the patient underwent a cystoscopy procedure, right retrograde pyelogram with radiographic interpretation, and insertion of right ureteral stent for the preoperative diagnosis of right hydronephrosis. Findings included mild dilation of the right ureter along its entire length, mild hydronephrosis with mild dilatation of the calices, and subtle extravasation of the contrast from the region of the right renal pelvis. It was noted that there was no obvious injury to the ureter, only some edema and clots contributing to the obstruction, and the overall appearance was of high-grade upper tract obstruction presumed related to edema and perhaps a ruptured fornix contributing to the fluid seen on the CT scan. After stent placement, the patient markedly improved and his creatinine normalized. It was noted that it was unclear how the urinoma had occurred. The patient was discharged from the hospital on (B)(6) 2017 with cipro and a plan to remove the stent in 1 to 2 weeks. The patient presented on (B)(6) 2017 for urinary retention. A foley catheter was placed with drainage of 500 ml of urine. Urinalysis showed a urinary tract infection (uti). The patient was continued on cipro and was discharged from the emergency room (ER). On (B)(6) 2017 the patient was seen at the urology clinic for catheter removal. On (B)(6) 2017, a CT scan showed almost complete resolution of perinephric stranding, no evidence of subphrenic abscess, persistent right hydronephrosis, and mild bladder wall thickening. The patient was evaluated on (B)(6) 2017 and reported frequency, urgency, and leakage. His post-void residual was 176 ml. The ureteral stent was removed on an unspecified date. On (B)(6) 2017, the patient continued to have leakage around his catheter. The foley was removed, and the patient was advised to continue his kegels for his functional urinary incontinence. He continued to have some chronic renal insufficiency which was new postoperatively. He also continued to have significant incontinence which based on his bladder scan was not consistent with an overflow phenomenon. In early (B)(6) 2017, CT scan showed moderate hydroureteronephrosis down to the bladder and very abnormal appearing decompressed urinary bladder with heterogeneous internal attenuation and extensive surrounding stranding. On (B)(6) 2017, the patient underwent cystoscopy for incontinence and left hydronephrosis. Strictures were noted in the urethra but the scope was able to pass easily to the prostatic urethra. In the prostatic urethra, there was thermal effect in the fossa and visualization was poor. A cystogram showed a contracted bladder with clear right-sided vesicourethral reflux (vur). There was no clear extravasation of the bladder but its capacity was less than 100 cc. There were significant exudative changes consistent with a thermal injury to the bladder that were attached loosely to the bladder wall, but again visualization was very poor due to the lack of distension of the bladder. The ureteral orifices could not be identified. Using the right ureter to approximate the position of the left ureteral orifice, the surgeon attempted to thread a wire with a pollack catheter. This did pass through what appeared to be an orifice but retrograde on the left demonstrated that this was a perforation and no true lumen could be identified. After multiple attempts, the surgeon elected to place a catheter and admitted the patient for observation with plans for left nephrostomy tube (nt). The postoperative diagnosis was severe thermal cystitis, unable to evaluate distal ureter, and right ureteral reflux. On (B)(6) 2017, the patient was diagnosed with pyelonephritis, likely due to reflux, and sepsis (with mildly elevated lactic acid, tachycardia, leukocytosis, and fever) secondary to urinary tract infection. He was started on zosyn and IV fluids. At the time of discharge on (B)(6) 2017, his condition had improved with no further fever or chills. On (B)(6) 2017, the patient underwent another cystoscopy. It was observed there was wide-caliber penile and bulbar urethral stricture, and necrotic debris in the bladder precluding visualization of the bladder. The patient has had a couple of utis. Outside records noted significant sloughing of tissue throughout the entire bladder. On (B)(6) 2017, the patient underwent retrograde urethrogram (rug) and cystoscopy under anesthesia. Findings included strictures in the penile and bulbar urethra, which do accommodate a 17-french rigid cystoscope, wide-open non-coapting external sphincter, necrosis of the posterior floor of the prostate and bladder neck and trigone region with such severe necrosis that the trigone structures were unidentifiable, and a very small capacity bladder. This resulted in left ureteral stricture at the ureteral orifice level. The ureteral orifices were unable to be visualized, therefore, attempted ureteral stent placement was aborted. Interventional radiology placed a left nephrostomy tube due to the left ureteral obstruction. It was noted that the patient was likely going to require reconstructive surgery to potentially reimplant the left ureter, possibly augment the bladder and place an artificial sphincter for the incontinence. On (B)(6) 2017, the patient underwent multi-channel fluoroscopic urodynamic evaluation which showed small capacity poorly compliant neurogenic bladder with intrinsic sphincter deficiency and right grade 2 vur. The assessment was hydronephrosis, obstruction of left ureter, continuous leakage of urine, neurogenic bladder, and postprocedural male urethral stricture. It was noted that the bladder of the patient was not amendable to augmentation given its functional status, and his options would center around a urinary diversion procedure. On (B)(6) 2017, the patient was readmitted to the hospital to have his nt tube replaced as it had broken off. He also reported a fever, chills, and a headache. Since the turp procedure, the patient sometimes experiences bloody mucous-like urine and periodic pain around where the bladder was located. The patient was diagnosed with urosepsis and mild hyponatremia. The hyponatremia responded to gentle fluid hydration. He was admitted to the hospital and started on zosyn and vancomycin. After confirmation that his blood culture was negative, he was transitioned to oral antibiotics. The nt was draining appropriately and did not need to be replaced. The patient was stable at the time of discharge on (B)(6) 2017. At the end of november, the patient uti had improved. His health issues at the time were: stricture or kinking of ureter, postprocedural stricture of anterior urethra, obstruction of left ureter, neurogenic bladder, postprocedural male urethral stricture, hydronephrosis, continuous leakage of urine, and benign prostatic hypertrophy (bph) with urinary frequency. In (B)(6) 2018, the patient active health issues remained the same but with the addition of other hydronephrosis. On (B)(6) 2018, the patient presented at the emergency room with left flank pain, left lower quadrant abdominal pain, and no output from his left nephrostomy tube in the last 36 hours. He had recently completed a ten-day course of augmentin for a uti which he reported getting every 2 weeks. Renal ultrasound showed bilateral hydronephrosis, left worse than right, likely partially retracted left nephrostomy into the renal cortex. Interventional radiology noted the pigtail of the nt had pulled out of the collecting system and was adjacent to the kidney, the majority of contrast leaking out to the skin. The nt tube of the patient was exchanged with non-turbid urine aspirated. Due to his recent antibiotic use for uti, he received perioperative unasyn. The patient continued to have hydronephrosis, pyelonephritis, and uti symptoms. On (B)(6) 2018, the patient was diagnosed with severe sepsis which the physician believed was related to acute pyelonephritis caused by a complicated uti. He had been treated for a fungal urine infection with diflucan starting 7 days prior and finished the last dose the day before presentation. He developed a widespread rash that was thought to be from the diflucan and was treated with medrol and benadryl as needed. The patient was admitted for IV fluids and IV antibiotics. He was discharge on (B)(6) 2018. The evening of discharge, the patient developed a fever, worsening hiccups, chills, vomiting, and some flank pain on the left side. His creatinine levels had increased slightly. The patient was readmitted to the hospital. During hospital admission, the patient developed diarrhea and was diagnosed with clostridioides difficile (c. Difficile). Treatment included vancomycin and probiotics. On (B)(6) 2018, the patient underwent a supratrigonal cystectomy with ileal loop urinary diversion, a resection of meckel diverticulum and small bowel, a bilateral ureteral stent placement, cystoscopy, and lysis of adhesions. Findings included bilateral hydronephrosis with likely bilateral ureteral strictures, severely contracted bladder that was less than 15 ml in size, and urethral stricture. On the evening two days post-operation, the patient was hypertensive and was managed with labetalol and monitored via telemetry. The patient pain and nausea resolved, however, he remained hypertensive. At the time, given his nausea, burping, anorexia and failure to pass flatus, he was believed to have a post-op ileus. Hospital medicine was consulted for the hypertension and ultimately recommended norvasc and hydralazine pm for sbp greater than 160 with good effect. At the end of (B)(6) 2018, the patient red rubber catheter was removed and his nt was removed. On the sixth day post-operation, the patient was feeling well, tolerating a diet, his pain was adequately controlled on pain medication, and he was able to ambulate without assistance. At that point he was sent home. In (B)(6) 2018, the ureteral stents were removed. On (B)(6) 2022, the patient experienced uti symptoms, chills, nausea, mild pain symptoms, and lightheadedness. The patient had three utis that month and had collapsed with one. The impression was acute pyelonephritis, and the patient was started on bactrim pending culture results and a consult with urology. His typical symptoms of infection have included nausea, vomiting, fever, and malaise. On (B)(6) 2022, the patient had a recheck for elevated creatinine. In (B)(6) 2022, he had increasing thirst and fatigue, and his creatinine was increased to about 2mg dl. At the time of recheck, the patient still had increased thirst likely due to poor urine concentrating ability, but his creatinine was slowly decreasing. The assessment included chronic kidney disease stage 3b, chronic nephrosclerosis, but no hydronephrosis, and modest albuminuria. The patient continued having recurrent utis. He was feeling well but has had some fatigue. In (B)(6) 2022, the patient excessive thirst continued. There was no concern regarding his nephrostomy at this time. The patient expressed his urostomy is a burden but is livable.

Event description:
It was reported that the patient had a medical history of benign prostatic hypertrophy (bph) with obstructive lower urinary tract symptoms (urinary urgency, frequency, severe hesitancy and weak stream), treatment of bph with various medications with resulting increased dizziness/orthostasis, and prostate nodule. On (B)(6), 2017 the patient underwent a photoselective vaporization procedure of the prostate for the preoperative diagnosis of benign prostatic hypertrophy with obstruction. He was administered with levaquin 500 mg and then with general anesthesia prior to start of the procedure. There was some narrowing of the bulbar urethra, though this was able to accommodate the rectoscope with gentle application of pressure under direct visualization. The bladder mucosa was noted to be normal in appearance, though there was moderate trabeculation. The console power was 180 watts. Upon vaporization of the left apical tissue, there was an area that seemed to cause a lot of reflection of the laser with no adequate vaporization at this area. After complete vaporization around that spot, it seemed to isolate an approximately 8-10 mm, round, smooth nodule again located in the left apex. The physician passed the laser fiber between the nodule and the capsular wall and initiated laser vaporization, but this did cause fracture of the laser fiber with the metal cap coming off. The intact cap was able to be extracted from the patient body. The procedure was completed with transurethral resection of the prostate (turp) without patient complications. The patient performed a follow up with the physician 4 days post procedure. Following the procedure, the patient had been experiencing pressure in the right lower quadrant, decreased appetite, frequent hiccupping, intermittent fever and incontinent of urine. Per physician, the patient symptoms were as expected from a postop perspective. The physician did draw blood work and mentioned possibly ordering an ultrasound. The patient performed a follow up with the physician assistant 6 days post procedure. The patient symptoms had been worsening. He had worsening pain, dizziness with standing, nausea, urinary incontinence, and blood in urine. The patient had a slight increase in white blood cells count and a significant increase in creatinine. His blood urea nitrogen (bun) was elevated. Urinalysis had a large number of red blood cells and was positive for nitrates. The patient was hospitalized 6 days post procedure for hydration and a foley catheter was placed so that the bladder would empty appropriately. The ultrasound of the bladder and kidneys revealed mild bilateral hydronephrosis. Based on the ultrasound findings, urology recommended a computed tomography (CT) scan of the abdomen. CT scan was performed 7 days post procedure and showed an apparent retroperitoneal urinoma with dilation of the proximal right ureter and collecting system. The following day, a stent was placed in the right ureter of the patient. It was indicated that the elevated creatinine was due to obstructive uropathy. Once the stent was placed, creatinine normalized. Regarding the urinoma, how this occurred was not entirely clear. Afterwards, the patient markedly improved. Cipro was recommended for 2 weeks to treat elevated white blood cells count. The patient was discharged 3 days post hospitalization with improving condition. The discharge summary notes the primary diagnoses as hydroureter, acute kidney injury, obstructive and urinoma. Secondary diagnosis included chronic kidney disease stage iii, peripheral neuropathy, osteoarthritis, diverticulosis, degenerative disk disease with chronic lumbar and thoracic pain, snoring with borderline sleep apnea, and asthma. The patient was recommended to follow up after 1-2 weeks of discharge to have the stent removed. Reportedly, it was noted that the patient suffered internal damage, significant pain, rendered permanently incontinent, impotent and permanent damages. No further information was provided.

Manufacturer narrative:
B3. Date of event: actual event date is unknown. G1. MFR site phone corrected.

Manufacturer narrative:
Date of event: actual event date is unknown.

Event description:
It was reported that defective product caused the patient to suffer catastrophic internal damage, significant pain, rendered permanently incontinent and impotent, suffered permanent damages and losses. There was no further information reported.